Event description:
On 06-december-2023, additional information received: I¿ve done some digging myself and have discovered how this occurs. We use these syringes for applying glue to components but due to the thickness and consistency of the glue our technicians remove the plunger to fill the cartridge¿ there is a collar (which air seals the cartridge) just below the bd in the image below, and when the plunger is taken beyond this point shards of plastic are created which are then sucked back into the cartridge. I¿m now confident that this is the issue and don¿t believe that this is a quality supply problem. Do you stock any other types of syringes where removing the plunger is an option without compromising the design?

Manufacturer narrative:
Customer response reviewed. This event is a result of self-admitted customer use error. This event is not MDR reportable. Additionally, this device is not being used for patients.

Event description:
It was reported that bd syringe s2 have plastic shards in them. The following information was provided by the initial reporter: we have had a customer come to us regarding their syringes. They have had plastic shards in them.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.